Manufacturer narrative:
(B)(4). Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial medwatch report, the following information was received: on (B)(6) 2014 the patient was diagnosed with a myocardial infarction (mi), however, was not admitted to the hospital until (B)(6) 2014. On (B)(6) 2014 the patient was hospitalized and medication was provided. There was no additional information provided.

Event description:
It was reported that on (B)(6) 2014, a 2.5x12mm xience xpedition was successfully implanted in the 95% stenosed lesion, in the distal circumflex (cx) coronary artery. On (B)(6) 2014, the patient presented to the emergency room with chest pain. After the on-call cardiologist evaluated the patient, she was sent home. On (B)(6) 2014, the patients cardiologist noted EKG changes and a positive troponin level and was admitted to the hospital. An st elevated myocardial infarction (mi) was diagnosed and creatine kinase (ck), creatinine kinase-myocardial band (ck-mb), and troponin were noted to be elevated. An angiogram was performed displaying partial occlusion in the previously implanted xience xpedition. A revascularization was performed and a stent was placed in the distal cx. On (B)(6) 2014, the mi resolved without sequela and on (B)(6) 2014 the EKG changes resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data, including dates: (B)(6) 2014 (18:55): (ck-mb)=2.1 ng/ml, normal upper limit 8.0; (B)(6) 2014: creatine kinase (ck)=121 u/l, normal upper limit 290; (B)(6) 2014: creatinine kinase-myocardial band (ck-mb)=2.9 ng/ml, normal upper limit 8.0; (B)(6) 2014 : electrocardiogram(ECG)=yes st-elevation mi; (B)(6) 2014: creatine kinase (ck)=446 u/l, normal upper limit 290; (B)(6) 2014: creatinine kinase-myocardial band (ck-mb)=69 ng/ml, normal upper limit 8.0; (B)(6) 2014: troponin I=10.5 ng/ml, upper reference limit 0.06. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of angina, myocardial infarction and occlusion are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.